Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the backup battery cable connector is broken. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.